Event description:
Unit shut down 3 times while on patient. No paitent harm. Upon further investigation: family member stated they were in line at wic office, vent on external battery and it shut off for a few seconds, then power back on, repeated 1 more time, then family member took patient off vent, turned vent off, checked circuit and cable viability, turned vent back on, tested and checked setting and placed patient on back on vent after finding no reason for shutdown. Family member stated vent sounded like "power surging". Family member states external battery read "full". Patient placed on back up vent once home. Psa changed out vent. Unit audibly and visually alarmed inop.